Event description:
Per the clinic, the electrode array was found to have extruded into the external auditory canal. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's audiologist, the patient is receiving benefit from the device. The implanted device remains. This report is filed (B)(4) 2013.